Event description:
Customer stated that she is smelling insulin. Customer stated that insulin pump is under-delivering insulin. The current blood glucose reading is 154 mg/dl. The reservoir compartment is damp. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage to electric assembly. Unable to verify alarm or no noise during rewinding due to blank display. No insulin smell during testing noted. The insulin pump had scratched display window, cracked display window corner and broken belt clip slot.